Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch verio iq meter was displaying an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged issue began. The patient manages his diabetes with oral medication, diet, and exercise. There was no mention of the patient taking any action in response to the reported issue. A couple hours after the alleged issue occurred, the patient reported developing ¿diarrhea¿. The patient claimed he took ¿imodium ad¿ in response to the symptom. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.